Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported the patient experienced swelling at the pump pocket site. The patient developed a seroma at the pump pocket site about three to four weeks after the pump was implanted. The seroma was drained and this resolved the situation. The patient experienced difficulty walking, dizziness, paresthesias and urinary retention. This was resolved. The patient had a side effect of diplopia that went away when the healthcare provider (hcp) decreased the dosage. Additional information reported that following the implant the patient was in the hospital for five to six weeks. The patient experienced a water splashing sensation. The patient had a seroma while in the hospital two weeks before leaving the hospital. The seroma was the ¿size of baseball.¿ it was ¿taken care of.¿ the pump and catheter were checked and were fine. The pump was delivering lioresal.